Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015.device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: on investigation, the alleged power issue was duplicated in the evaluation. Review of black box data found records of power-on-reset on the complaint date, along with evidence of a partially discharged battery being installed in the pump. Battery compartment cracks were found on the side of the compartment from the threads to the case seal and below the grip pad. The threads on the battery cap were also stripped. The pump failed to power on because the cap was unable to tighten properly and maintain electrical contacts. Using a test cap, the pump powered up and functioned properly. The electrical current draws were within specifications. A rewind/load/prime sequence was executed without any incidences. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.